Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed due to atrophy and fluid loss at the cuff. An aus device consisting of a 4.0cm cuff, 61cm prb and control pump was implanted.